Manufacturer narrative:
The insulin pump was received with intermittent buttons due to unlocked joint connector at lcd board. No display anomalies noted during testing. The device was received with slightly loose drive support disk. The device had cracked case at display window corners, reservoir tube lip and battery tube threads. The device also had minor scratches on display window and broken belt clip slot.

Event description:
Customer reported she dropped her insulin pump and the display went blank. Customer stated she inserted a new battery and the display returned but now the buttons on the device are not working. Customer stated the only buttons that worked was the one that turns on the light on and off. Customer's blood glucose was 300 mg/dl. Customer did not recall any other issues which may have caused the keypad anomaly. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.